Event description:
The complainant reported that the automated impella controller (aic) was turned on in preparation for impella placement when "system self-check failed, changed console immediately" occurred. The aic was exchanged and there was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. Data analysis: the console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: on the initial attempt to boot the console it did not detect the service dongle, thus preventing the ability to enable ethernet. The console automatically rebooted once and then booted to the blue ¿system self-check failure¿ screen. The console was opened and it was discovered that the cable connecting the service dongle connector to the 4-in-1 was disconnected. It was reconnected and the console was then successfully booted into service mode allowing for download of the logs. The root cause of the aic issue was a defective pbm board.